Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection identified a damaged door, confirming the reported condition. The cause of the damaged door could not be determined. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.